Event description:
Additionally it was reported that during the implant procedure the valve and delivery catheter system had ben advanced to the ascending aorta began before achieving a therapeutic activated clotting time (act) level. This was noted when two readings in the mid to low 100 second level were observed. A leak in the intravenous tubing prevented the delivery of anticoagulant and other anesthetic drugs. As a result, the patient experienced a facial burning sensation, dizziness, and throat pain, initially thought to be a contrast reaction. Steroids and antihistamines were administered, but it was later discovered that no drugs had reached the patient due to the defective tubing. Heparin was subsequently administered via a sterile central venous line, and the procedure continued. The final activated clotting time measurement was in the low 300 second range, which was taken following valve deployment. Magnetic resonance imaging later confirmed the patient suffered a stroke, despite three computed tomography scans showing no evidence of stroke. Dual antiplatelet therapy (dapt) was started for the stroke and symptoms. As reported, the patient experienced ongoing disability as a r esult of the stroke. Due to ¿severe¿ dysarthria and bilateral lower facial weakness dysphagia, a nasogastric (ng) tube was placed the day following the valve implant to facilitate medication administration. The physician indicated the patient¿s main risk factors for stroke were bilateral carotid artery plaque with 50-60% stenosis of the right internal carotid artery and <(><<)> 50% stenosis in the left internal carotid artery. An autopsy was not performed. The ischemic embolic stroke and subsequent death were reported as causal to the procedure and the delivery catheter system (dcs).

Manufacturer narrative:
Updated data; a1, a2, b5, d1, d4, h4, h6 a duplicate event report, # 2025587-2025-01792, was identified. Going forward new reportable information will continued to be submitted within this current regulatory report # 2025587-2025-01835. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Product analysis: the suspect device remained in the patient; therefore, analysis of the product could not be performed. Conclusion: there was no information to indicate the event was potentially related to a manufacturing issue. A device history record review was not required. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. The reported event is unconfirmed as the device met specifications for the reported issue. The complaint investigation determined this event is foreseen in risk management and is included in monitoring/trending. The device failure mode was unidentified; it is not possible to determine a cause of the event from the information provided. This event will be included in monitoring and trending. Medical safety assessment: a medical safety assessment was performed for this event. The adverse events/harms, patient outcome, and treatments for this event include complete heart block, most likely treated with a permanent pacemaker; hematoma; dysarthria; eye movement abnormalities; ischemic stroke; and non-sudden cardiac death. Potential contributing factors included pre-existing conduction disturbances. The relatedness assessment and rationale noted, based on medical expertise, the pre-existing conduction disturbances likely contributed to the new conduction disturbances. They were also likely related to the valve and interaction with the native conduction pathway. Based on the location, the hematomas were likely related to the procedure, including the anticoagulation medication used during the implant procedure and devices inserted at the groin, including the delivery catheter system. Based on the timing of onset, the dysarthria and eye movement abnormalities and stroke were likely related to the procedure and possibly the delivery catheter system. The non-sudden cardiac death was likely related to the procedure as it occurred within days of the valve implant procedure. Product labeling was reviewed and the primary harms appear to be documented in the product labeling. A risk management file was reviewed and confirmed the primary harms and severity appear to be sufficiently documented. Based on the medical safety assessment of this event no further actions are recommended the device instructions for use (IFU) lists conduction disturbances as a potential risk associated with the treatment procedures. The device IFU was developed from the product risk documentation as is the product labelled adverse events document. There was no identified inadequacy with the device IFU in relation to this event. Neither the product design nor manufacturing processes of the medtronic device have been identified as the cause of the event. Therefore, the cause of the event is undetermined. Conduction disturbances, such as complete heart block, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve replacement. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Based on the medical safety assessment, pre-existing conduction disturbances likely contributed to the new conduction disturbances. Additionally, the conduction disturbance was also likely related to the valve and interaction with the native conduction pathway; however, a conclusive cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the subject with a history of first degree atrio-ventricular block and bifascicular block with a right bundle and left anterior fascicular block had discussion of a permanent pacemaker implant prior to the transcatheter bioprosthetic aortic valve implant. During the valve implant procedure, the subject developed complete heart block and became pacemaker dependent. A temporary pacemaker was placed. The complete heart block was reported as causal to the implant procedure and valve. Also during the implant procedure, acute onset dysarthria and eye movement abnormalities developed. The initial neurologic assessment suspected an embolic stroke but suggested further work-up. The valve was implanted. Neurology continued to assess the subject and suspected a stroke. Patient was under observation and had not yet been given treatment for stroke-like symptoms. The physician reported the suspect stroke was causal related to the delivery catheter system (dcs) and implant procedure. The day following the valve implant a permanent pacemaker was implanted. However, it was also reported that the permanent pacemaker had not been implanted. The primary indication for the permanent pacemaker was a chronic bifascicular block. Hospitalization was prolonged as result of the event. Two days later the wound nurse was consulted to assess groin skin concerns. Upon assessment, a ¿large¿ area of ecchymosis was present on the bilateral groin and the lower abdomen due to the recent procedures. However, no significant open ulcerations were noted. All areas were to be left open and topical dressings were not required. The physician indicated the ecchymosis was causal related to the procedure. Ultimately, an ischemic stroke was reported. The patient moved to comfort care and died 5 days following the valve implant due to the stroke. The death was reported as a non-sudden cardiac death. Additionally it was reported that during the implant procedure the valve and delivery catheter system had ben advanced to the ascending aorta began before achieving a therapeutic activated clotting time (act) level. This was noted when two readings in the mid to low 100 second level were observed. A leak in the intravenous tubing prevented the delivery of anticoagulant and other anesthetic drugs. As a result, the patient experienced a facial burning sensation, dizziness, and throat pain, initially thought to be a contrast reaction. Steroids and antihistamines were administered, but it was later discovered that no drugs had reached the patient due to the defective tubing. Heparin was subsequently administered via a sterile central venous line, and the procedure continued. The final activated clotting time measurement was in the low 300 second range, which was taken following valve deployment. Magnetic resonance imaging later confirmed the patient suffered a stroke, despite three computed tomography scans showing no evidence of stroke. Dual antiplatelet therapy (dapt) was started for the stroke and symptoms. As reported, the patient experienced ongoing disability as a result of the stroke. Due to ¿severe¿ dysarthria and bilateral lower facial weakness dysphagia, a nasogastric (ng) tube was placed the day following the valve implant to facilitate medication administration. The physician indicated the patient¿s main risk factors for stroke were bilateral carotid artery plaque with 50-60% stenosis of the right internal carotid artery and 50% stenosis in the left internal carotid artery. An autopsy was not performed. The ischemic embolic stroke and subsequent death were reported as causal to the procedure and the delivery catheter system (dcs).

Event description:
It was reported that the subject with a history of first degree atrio-ventricular block and bifascicular block with a right bundle and left anterior fascicular block had discussion of a permanent pacemaker implant prior to the transcatheter bioprosthetic aortic valve implant. During the valve implant procedure, the subject developed complete heart block and became pacemaker dependent. A temporary pacemaker was placed. The complete heart block was reported as causal to the implant procedure and valve. Also during the implant procedure, acute onset dysarthria and eye movement abnormalities developed. The initial neurologic assessment suspected an embolic stroke but suggested further work-up. The valve was implanted. Neurology continued to assess the subject and suspected a stroke. Patient was under observation and had not yet been given treatment for stroke-like symptoms. The physician reported the suspect stroke was causal related to the delivery catheter system (dcs) and implant procedure. The day following the valve implant a permanent pacemaker was implanted. However, it was also reported that the permanent pacemaker had not been implanted. The primary indication for the permanent pacemaker was a chronic bifascicular block. Hospitalization was prolonged as result of the event. Two days later the wound nurse was consulted to assess groin skin concerns. Upon assessment, a ¿large¿ area of ecchymosis was present on the bilateral groin and the lower abdomen due to the recent procedures. However, no significant open ulcerations were noted. All areas were to be left open and topical dressings were not required. The physician indicated the ecchymosis was causal related to the procedure. Ultimately, an ischemic stroke was reported. The patient moved to comfort care and died 5 days following the valve implant due to the stroke. The death was reported as a non-sudden cardiac death.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012508008); product type: 0195-heart valves; implant date na; explant date na; product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the subject with a history of first degree atrio-ventricular block and bifascicular block with a right bundle and left anterior fascicular block had discussion of a permanent pacemaker implant prior to the transcatheter bioprosthetic aortic valve implant. During the valve implant procedure, the subject developed complete heart block and became pacemaker dependent. A temporary pacemaker was placed. The complete heart block was reported as causal to the implant procedure and valve. Also during the implant procedure, acute onset dysarthria and eye movement abnormalities developed. The initial neurologic assessment suspected an embolic stroke but suggested further work-up. The valve was implanted. Neurology continued to assess the subject and suspected a stroke. Patient was under observation and had not yet been given treatment for stroke-like symptoms. The physician reported the suspect stroke was causal related to the delivery catheter system (dcs) and implant procedure. The day following the valve implant a permanent pacemaker was implanted. However, it was also reported that the permanent pacemaker had not been implanted. The primary indication for the permanent pacemaker was a chronic bifascicular block. Hospitalization was prolonged as result of the event. Two days later the wound nurse was consulted to assess groin skin concerns. Upon assessment, a ¿large¿ area of ecchymosis was present on the bilateral groin and the lower abdomen due to the recent procedures. However, no significant open ulcerations were noted. All areas were to be left open and topical dressings were not required. The physician indicated the ecchymosis was causal related to the procedure. Ultimately, an ischemic stroke was reported. The patient moved to comfort care and died 5 days following the valve implant due to the stroke. The death was reported as a non-sudden cardiac death. Additionally it was reported that during the implant procedure the valve and delivery catheter system had ben advanced to the ascending aorta began before achieving a therapeutic activated clotting time (act) level. This was noted when two readings in the mid to low 100 second level were observed. A leak in the intravenous tubing prevented the delivery of anticoagulant and other anesthetic drugs. As a result, the patient experienced a facial burning sensation, dizziness, and throat pain, initially thought to be a contrast reaction. Steroids and antihistamines were administered, but it was later discovered that no drugs had reached the patient due to the defective tubing. Heparin was subsequently administered via a sterile central venous line, and the procedure continued. The final activated clotting time measurement was in the low 300 second range, which was taken following valve deployment. Magnetic resonance imaging later confirmed the patient suffered a stroke, despite three computed tomography scans showing no evidence of stroke. Dual antiplatelet therapy (dapt) was started for the stroke and symptoms. As reported, the patient experienced ongoing disability as a result of the stroke. Due to ¿severe¿ dysarthria and bilateral lower facial weakness dysphagia, a nasogastric (ng) tube was placed the day following the valve implant to facilitate medication administration. The physician indicated the patient¿s main risk factors for stroke were bilateral carotid artery plaque with 50-60% stenosis of the right internal carotid artery and 50% stenosis in the left internal carotid artery. An autopsy was not performed. The ischemic embolic stroke and subsequent death were reported as causal to the procedure and the delivery catheter system (dcs).

Manufacturer narrative:
Updated data related to the system reported delivery catheter system (dcs): h6. Eval code results and conclusion were updated system reported device conclusion: the subject dcs was discarded by the customer and as such no analysis could be performed. Procedural images were not provided for review. The following technical assessments were not required as the product event does not meet the criteria to initiate; DHR review, manufacturing assessment, supplier manufacturing assessment, design assessment and risk documentation assessment. Stroke is a known potential adverse effect per the device instructions for use (IFU). Ischemic strokes have many etiologies, including embolization of calcific debris, and are highly dependent on patient medical history and procedural factors. Death is a known potential adverse effect per the device IFU. A medical safety assessment was performed and based on the updated information pre-existing conditions such as bilateral carotid artery plaque with 50-60% stenosis of the right internal carotid artery and <(><<)>50% stenosis in the left internal carotid artery likely contributed to the stroke and subsequent death. It is also likely the hole in the intravenous tubing contributed to the stroke and death as the patient was not adequately anticoagulated during a portion of the procedure. It is still likely the stroke and subsequent death were related to the procedure and possibly the delivery catheter system as the delivery system could have interacted with plaque during advancement. There was no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. There was no new or unexpected device or therapy issue identified. The event is foreseen, within expected severity, and documented in the risk management file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated a neurologic consult identified a national institutes of health stroke scale (nihss) of 4. A second stroke alert activated overnight with an nihss of 6. The day following the valve implant further patient evaluation noted the nihss had worsened to 14. The neurologic evaluation was positive for limb ataxia, partial hemianopia and partial gaze palsy. Additional head computed tomographies (CT) gave concern for worsening symptoms. Also on the day following the valve implant a brain magnetic resonance imaging (MRI) demonstrated acute infarcts at bilateral central pons. Dual anti-platelet therapy (dapt) was started. The physician further indicated the ischemia stroke was causal related to the transcatheter aortic valve as well as the delivery catheter system (dcs) and procedure. Three days following the valve implant the patient was admitted to the intensive care unit (ICU) after developing acute hypoxia. Hypoxic respiratory failure developed, and the respiratory status continued to decompensate. This condition required 15 liters of oxygen via a non-rebreather mask. The respiratory failure and complete heart block had also contributed to the prolonged hospitalization. As reported, the respiratory failure was a result of the stroke. The patient was transitioned to the inpatient palliative care unit. The respiratory failure was reported as possibly related to the valve implant procedure.